Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 3-degree endoscope plus.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 30-degree endoscope plus had an error 23003 as reported by the operating room (or) while contacting the technical support engineer (tse). The customer removed the endoscope to check for friction and reinstalled the endoscope. The system would then attempt to flip the endoscope. The customer removed the camera, reinstalled the guided tool change and the endoscope was returned to the arm in the correct position. The system was working as expected. The procedure was completed as planned with no report of patient injury.